Event description:
Reporter indicated that pt is experiencing constant pain in their upper chest. Additionally, it was reported that the pt feels magnet mode stimulation in their stomach and then in the center of their upper chest area. Stimulation had just been initiated four days prior to the report of chest pain. The pt was in a psychiatric hosp at the time of the initial report and indicated that pt could not be seen by their neurologist while pt was in the psychiatric hosp. Investigation to date has been unable to determine the cause of the chest-pain.